Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, the procedure was performed without issue until approximately 9 minutes into the ablation, when a fluid loss alarm occurred. The physician felt the ablation was adequate at that time, and aborted the procedure. Soon into the cooling phase (exact time unknown), the physician removed the sheath from the patient. The territory manager immediately suggested the sheath should be reinserted in order to ensure the fluid was completely cooled, and the physician reinserted the sheath into the patient. The cooling phase was completed, and the physician checked the posterior and anterior of the vagina. No abnormalities were noted. The physician did not check the patient's thigh or buttocks at this time. Approximately five months after the procedure, the patient reported that she sustained burns on her thigh and buttocks. No treatment was administered. The patient's current condition is reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.